Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: batches involved unknown. Investigation results: the device nor pictures were not returned for evaluation. Conclusion: we cannot conclude on the exact root cause of these exteriorisation events. The raw material used, the manufacturing, cleaning and sterilization processes have not changed in recent months/years. There is no increasing trend in the reporting of such event. This is a known complication of access port implantation. The main documented root causes are: - allergy, infection, important patient weight loose. - the fact that the access port housing was implanted just under the skin incision, not at one centimeter of the skin incision as recommended. The IFU specifies: vi-1-1 k) "confirm catheter patency (by ensuring that both aspiration and injection are possible), ensure that the skin incision is 1 cm from the injection site." - the fact that the access port was implanted too superficially: the IFU specifies: vi-1-1 "f) prepare the port pocket at the chosen site, the port should lie approximately 1/2 - 1 cm below the skin surface away from the injection site." - poor mainteance this is a rare incident (<0,001%) not directly imputable to the device. No corrective action is envisaged.

Event description:
"For several months, all users have observed an increase in the number of rejections of the implantable access port in patients (exteriorization of the access port). Several batches affected."